Event description:
It was reported that the pump was in use on a pt experiencing arrhythmias. The pump experienced helium loss and system error alarms. The pump was turned off and could not be restarted. Two purge failures occurred. The pt was transferred to another pump with no complications.